Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer continued to use existing cartridge. There was no reported adverse impact to the customer¿s blood glucose level at the time of the event.